Event description:
It was reported, a female pt underwent a revision surgery, due to the nail fracturing 3 months post op.

Manufacturer narrative:
Additional info has been requested, and if received, will be provided on a supplemental report.